Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified some light damage on the head of the screw, but no other signs of significant wear, damage, or deformation. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Device evaluated by manufacturer: change "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) loosened. The screw was removed and replaced.